Event description:
The physician used a wilson-cook cotton cannulatome ii double lumen sphincterotome to perform a sphincterotomy. When the device was bowed during the sphincterotomy the cutting wire broke and a small piece of the cutting wire detached. At physician's discretion the detached portion was not retrieved. Post procedure the pt's condition was reported as good.